Event description:
Product was bard impra carboflo polytetrafluoroethylene prosthetic graft placed in the left upper arm position. Patient developed a large seroma of the axilla. On exploration of the left upper arm, the graft was seen to have excessively large amount serum "weeping" -ultrafiltrating- through the wall adjacent to the arterial anastamosis. Dates of use: 2007. Diagnosis or reason for use: dialysis access. Event abated after use stopped or dose reduced? Yes.